Manufacturer narrative:
Correction: (name, email). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, this inner cannula was in use on a patient and the clinician was unable to advance the suction catheter. The patient was not recannulated and the tube remained in the patient. The reporter stated there was no patient harm.

Manufacturer narrative:
Correction: upon further review it was determined that this event is not reportable. The report 2936999-2017-05682 is no longer applicable. If information is provided in the future, a supplemental report will be issued.